Event description:
It was reported that the patient presented to the physician the weekend prior to the report and was reported to be 'very sick,' nauseated, and having bowel issues and urinary retention due to the drug concentration and dose being too high. The physician admitted the patient to the hospital over the weekend. The patient had recently been implanted with the device system. The patient was trialed at 0.3mg epidural with great relief. The pump was filled with 10mg/ml at implant and programmed to the lowest programmable rate of 0.48mg/day which was reported to be too much and the following physician felt was the reason for the patient's symptoms. It was discussed to have the drug concentration changed to 1mg/ml and that a bridge bolus would need to be performed due to the remaining volume of 10mg/ml drug in the catheter; however, the physician reported that the patient would not be able to tolerate a bridge dose of 0.48mg. The physician wanted to aspirate the drug from the catheter and replace the entire system with 1mg/ml drug concentration without a bridge bolus. The kit to perform this procedure was sent to the physician. The patient was currently at home but was very sick. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).